Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed inadequate bond of the posterior valve to the patch.updates/corrections made on sections: b3, b4, d6b, d9, g3, g6, h2, h3, h5, h6, h10.

Event description:
Deflation resulting in explantation.